Manufacturer narrative:
This report is for an unknown locking screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 that the patient sustained a second injury requiring a hemiarthroplasty. Originally, the patient was implanted with a retrograde nail. The nail was removed and replaced with a curved condylar plate that would allow for the hip implant stem to fit into the canal. The nail did not fail nor did it cause the second injury, it was only removed and replaced with a plate to fix his second injury. The procedure and the patient's status are unknown. This report is for one unknown locking screw. This is report 3 of 3 for (B)(4).